Event description:
The customer reported a fluid leak of approximately 20 ml from the coulter lh 780 hematology analyzer. The customer stated that the leak was not contained within the instrument and the instrument generated diluent error messages prior to observing the leak. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed that a small hole in the lower sheath restrictor tubing at the bell fitting caused the diluent leak. The fse replaced the tubing to resolve the leak and diluent error messages. Failure mode is attributed to a small hole in the lower sheath restrictor tubing. (B)(4).